Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving a notifier alert for out of range impedance. The lead exhibited low impedance. The patient notifier limit was lowered and the patient was sent home. The patient would be monitored.